Event description:
It was reported that the insulin pump had a blank display. The customer's wife did not know the blood glucose reading. Troubleshooting could not be performed because neither the customer nor insulin pump were present at the time of the call. The caller advised that she would have the customer call back once he returned home from work. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.